Manufacturer narrative:
Evaluation of this transducer confirmed the image failure as reported by the customer. The image failure was caused by oil separation under the window of the probe. Damage to the probe tip and scratches to the window were also observed. This damage could have caused the oil separation and image failure.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an (B)(4) model transducer was producing noisy images. There was no injury associated with this event.